Manufacturer narrative:
Eval result: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.

Event description:
The rptr stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. There was pt contact but no injury. Another same type lens was implanted.